Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced vision not clear beyond 9 feet, looks like water when looking down and headaches. The lens was exchanged for another lens model 01 month 24 days following the initial procedure. Clinical reason for explant was mentioned as dysphotopsia and shimmering. Additional information was received and stated that patient struggled with negative dysphotopsias and other unusual visual phenomenon. Patient issues are improved following an iol exchange and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a small lidded container. The lens was cut across the center, returned in two pieces typical of an explant. Viscoelastic was observed on the lens. Power and resolution could not be verified due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The returned lens was too damaged to verify the power and resolution. Information was provided that the company model, 22.0 diopter (extended 1.5 diopters of focus) lens was replaced with a non- company monofocal 21.0 diopter lens. The change in spherical power may suggest that the replacement lens was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).